Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had rewind anomaly. The customer was trying to put in new reservoir but did not rewound the pump. Customer stated rewound complete but piston was only half down. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.